Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was last refilled on (B)(6) 2014 and the eri (elective replacement indicator) was 1 month. The patient was scheduled for a pump replacement, but kept canceling. The patient presented to the clinic on (B)(6) 2014 because, the pump was alarming. The patient was having symptoms of withdrawal and ¿feeling like crap¿. The patient¿s symptoms were increased spasms, increased spasticity, clonus, difficulty ambulating, and pruritus. The pump eri (elective replacement indicator) alarm occurred on (B)(6) 2015 and indicated that the pump should be replaced by (B)(6) 2015. Review of the pump logs showed multiple ¿reset occurred ¿ low battery¿ and ¿reset occurred¿ messages for (B)(6) 2015. There was a final ¿reset occurred ¿ low battery¿ message on (B)(6) 2015 with a ¿pump in safe state¿ message dated (B)(6) 2015. The pump was in minimum rate and the hcp (healthcare professional) could not program the pump out of it. The pump was replaced. Following the replacement, the patient was doing well and receiving effective therapy with a reduced d ose. The device system was delivering gablofen.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿low battery reset ¿ undetermined cause.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.